Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced thigh pain. The 95% stenosed and 140 cm long target lesion was located in the superficial femoral artery with a reference vessel diameter of 5.8 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilation and placement of a 7 x 150 x 130 mm innova stent, resulting in 0% residual stenosis following post dilation. The following day the patient experienced pain in the thigh and was treated with medication. The event was considered to be recovering and the patient was discharged on antiplatelet therapy.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).